Event description:
It was reported that following the implantation of an elevate anterior graft the patient experienced mild ¿difficulty emptying bladder¿. It was also reported that ¿patient failed to void prior to discharge and was sent home with a catheter¿. It was further stated that the ¿foley [was] removed¿. The event was reported as ¿resolved/recovered with no sequelae¿ on (B)(6) 2015. There were no further patient complications reported as a result of this event.